Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with no delays. No fragments fell inside the patient. A different backup instrument was used to resolve the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white sheath on the branches tip broke. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: during a robotic distal pancreatectomy ace robotic instrument ref. 480275 lot n. L81240702 white sheath on the branches tip broke. No patient issue. C.s. 18234088. Back-up instrument used. M75 dv111372.